Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. Device evaluation: the report of low speed and pump stop events can be confirmed based on the submitted log file. The log file, dated (B)(6) 2017, contained approximately 35 days of data, spanning from (B)(6) 2018 08:56 to (B)(6) 2018 12:49, which captured numerous low speed and pump stop events while the patient was supported by the patient cable and either the power module or mobile power unit (mpu). Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined through the evaluation of the returned driveline. A distal end driveline replacement was performed by a tech services representative on 28feb2018 on wo (B)(4). Approximately 18 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The silastic sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, the patient continued to experience pump stop events while connected to a grounded patient cable. The patient was issued ungrounded patient cables. A log file which captured the additional pump stop events after the repair was submitted. The patient remains ongoing on vad support using ungrounded patient cables and batteries. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic on (B)(6) 2018 after reporting low flow alarms on wall power the prior evening. Pump stoppages were confirmed when the patient arrived at the hospital. An ungrounded power module patient cable was utilized. Log file analysis by the manufacturer¿s technical services confirmed the pump stoppages. The submitted percutaneous lead x-rays were reviewed found to be unremarkable. On 28feb2018, technical services performed phase interrupter tests, with no open wires found. A distal end percutaneous lead (driveline) replacement, beginning approximately 2 inches from the driveline skin exit site, was performed. Post replacement, all tests passed and the lvad was placed on a grounded patient cable without issue. On (B)(6) 2018, it was reported that additional pump stoppages occurred. The patient remained asymptomatic. Additional log file analysis confirmed the pump stoppages. The lvad would remain connected to an ungrounded power module patient cable or batteries. No additional information was provided.